Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited inappropriate ams episodes. No intervention was performed. No further information was available.